Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pek029 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardioplasty procedure on 10/11/2019 and suture was used. During the procedure, the suture pulled off from the needle. There were no patient consequences reported.